Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted om june 11, 2024.

Event description:
Per the clinic, the patient experienced poor sound quality and intermittencies with the device. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 25, 2024.